Event description:
Consumer's son did warranty steps for his mom. "Mom's pad caught on fire" product was returned for investigation. Upon further investigation into the customers complaint, the inspector found the product appeared to have been folded or laid on while being in use. The pad was bunched, the metal clips were bent, the thermostats were also bent and discolored, the harness had failed, the cord was twisted, and the switch casing was cracked. These are all defects found in pads that have either been folded or laid on while being in use. The product was approx 12 years old when the incident occurred.